Event description:
It was reported that high lead impedance was observed during a pt's diagnostic test. The physician noted that the pt was at the playground skating and fell several times, so it is likely that this trauma may have caused the high impedance. The pt had full vns replacement surgery. The generator was replaced prophylactically, and the lead was replaced due to the high impedance. The manufacturer's consultant reported after the surgery that the pt broke his lead roller-skating and the lead was visibly fractured. The generator, which was implanted on (B)(6) 2011, was replaced prophylactically because the pt's previous generator lasted two years due to his high programming settings, so the physician decided to replace the battery in addition to the lead while the pt was in surgery. Attempts for additional info have been unsuccessful to date. Upon completion of the surgery, it was reported that systems diagnostics were performed and all results were okay. The generator lead were received by the MFR, but product analysis has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or service injury.